Event description:
The customer reported that following cleaning of this hose, it exuded a residue/stain. There was no report of patient contact or any injury associated with this event.

Manufacturer narrative:
Investigation findings: an investigation of this hose is unable to be completed as the device will not be returned to the manufacturer. A hose sample from a similar reported event was sent to a third party lab for material testing and toxicological testing. The results found that the material content of this discoloration/residue with a combination of organic (proteins) and inorganic (tap water) components. The samples sent for toxicology were found to be non-cytotoxic. In addition, conmed linvatec initiated a supplier corrective action request for this problem. The residue has been identified as a variation in dye lots coming from the thread used to make the braid on the exterior of the inner pressure hose. A formal corrective action is in place for this problem. As of july 17, 2007, natural nylon braid material is being used for the exterior of the inner pressure hose.